Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex biliary fully covered rmv stent was implanted in the common bile duct to treat an approximately 3cm malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully placed; however, when the delivery system was attempted to be removed, there was difficulty and the stent was almost dislodged. The physician waited for several minutes and the delivery system was eventually removed and the procedure was completed. There were no patient complications reported as a result of this event.